Event description:
Caller reported a cgm error, which was noted as error 42. There was no adverse impact to the customer's blood glucose level as a result of the error. Customer executed a pump reset under the guidance of technical support, and successfully commenced their sensor session without further issues.